Event description:
A family member noted that the concentrator was not running when the patient was found dead in the home. When the emt's responded. One pushed the reset button and the concentrator started.